Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Mozes, gergely d., keouna pather, gustavo s. Oderich, aleem mirza, jill j. Colglazier, fahad shuja, bernardo c. Mendes, et al. ¿outcomes of onyx® embolization of type ii endoleaks after endovascular repair of abdominal aortic aneurysms.¿  annals of vascular surgery, january 1, 2020. Doi:10.1016/j.avsg.2020.02.013. Medtronic received a literature article pertaining to 85 patients who underwent 112 onyx interventions for treatment of type ii endoleaks. The average age of the patient's was 78 years. 24 patients had an intervention prior to onyx embolization, with 18 patients undergoing at least one embolization with coils and/or glue. 20 patients required 2 or more interventions and 1 patient received 4 onyx interventions. 23 patients required 28 additional interventions for separate endoleaks types, most for type I endoleaks. An increased proportion of patients were observed to have post-onyx interventions in the growth cohort compared with the no-growth cohort. Iliac limb extension was the most commonly performed post-onyx intervention and was utilized significantly higher in the growth cohort. Aneurysm rupture occurred in 4 patients, of which 3 patients had an active type I endoleak and the other having a separate endoleak of unknown type treated at index evar. No difference in rupture rates was observed in the growth and no-growth cohorts.